Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis. Beginning on the day of onset, the patient was treated with fortum injection 1 gram (route and frequency not reported), vancomycin injection 1 gram (route and frequency not reported) and heparin injection 25000 international units (route and frequency not reported) for the peritonitis. At the time of this report, antibiotic and heparin treatments were ongoing. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.